Manufacturer narrative:
Insulin pump had no button error alarm noted. Up arrow button did not response due to corroded keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that condensation is noticeable under the screen of the insulin pump. Customer mentioned that the insulin pump may have been exposed to moisture from sweat. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.